Manufacturer narrative:
On (B)(6) 2024,the pump underwent routine maintenance testing by "intuvie" provider where it was detected the pump's performance fell outside the acceptable range for the flowrate % and 30 psi test. Consequently, it necessitated an adjustment to the pump's flowrate % and 30 psi threshold given that the recalibration has successfully addressed the issue. This issue was traced to maintenace as there were no preventive maintenance activities performed since 2023.

Event description:
On 03/25/2024, during servicing activities of zyno medical devices, there was an issue observed during preventive maintenace/calibration that there is a flowrate issue where flow rate offset % and the psi 30 test failed. After the pump is calibrated, it is operational. No patient was involved as it was discovered during testing.